Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intraaortic balloon pump had displayed an alarm message iab catheter restriction. This event occurred before use. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6-(type of investigation code, investigation findings code, investigation conclusion code, component code), h11. A getinge field service engineer (fse) checked the machine and found machine giving alarm iab catheter restriction. Then further performed tests and checked the machine thoroughly and found the vacuum inlet filter is suspected to be defective. Fse replaced the vacuum inlet filter. Then again checked and found now machine is working ok. Performed all tests. All tests passed. Observed the machine for more than 2 hours on system trainer. Machine working ok. Equipment handover to customer in good working condition.